Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited several treated and untreated episodes due to noisy signals oversensing and low amplitudes. The technical services (ts) discussed troubleshooting options and recommended to reprogrammed. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited several treated and untreated episodes due to noisy signals oversensing and low amplitudes. The technical services (ts) discussed troubleshooting options and recommended to reprogrammed. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, another inappropriate stock was delivered due to non physiological noise, an electrode fracture and insulation impairment is suspected. Subsequently this electrode was explanted and will be returned for analysis. No additional adverse patient effects were reported.